Event description:
It was found two years after the surgery by the x-ray that pfc sigma femoral stem bolt was backed out completely.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.